Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to inflate the catheter may be related to numerous factors including, but is not limited to: patient anatomical/lesion morphology and disease state, contrast concentration, leaks, tears in the balloon or inflation lumen, manufacturing, kinks, bends, inflation lumen obstructions, interaction with accessories (indeflator, rhv, or gc), placement of the balloon within lesion, or inflation technique. Reportedly, the lesion was mildly calcified which may have contributed to the reported difficulty. The balloon catheter was returned with blood visible in the guide wire lumen, suggesting that the device was advanced over a guide wire. There was also contrast visible in the inflation lumen, and the balloon was loosely-folded, which suggests that the device was prepared for use and is consistent with an attempt to inflate the balloon. The inflation device used during the procedure was not returned for analysis, which may have aided the investigation. However, a new indeflator was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), and the analysis was unable to confirm the reported complaint as the balloon successfully inflated and held pressure without any anomalies noted. Additionally, measurements of the inflation times were taken and found to be within manufacturing specification. Also noted during the analysis was a bend in the hypotube approximately 35 cm distal to the strain relief tubing. Since this damage was not originally reported in the case description, the shaft may have become bent during use or from further handling after the procedure as the device was packaged for shipment back to abbott vascular for analysis. If the shaft became bent at some point during the procedure, this may have contributed to the difficulty inflating the catheter as it could decrease the flow of contrast to the balloon during inflation attempt. Since it cannot be confirmed when this damage occurred and functional testing was unable to confirm the reported complaint, it is unknown how the bend contributed to the inflation difficulty. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all products are visually inspected for damage and proper fold configuration. A sampling of units is also destructively tested to verify proper balloon inflation/deflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a quality deficiency associated with the product, since the analysis was unable to confirm the reported difficulty inflating the catheter, a definitive cause cannot be determined.

Event description:
It was reported that the voyager nc balloon only partially inflated at 12 atmospheres during a proximal left anterior descending artery procedure and was therefore replaced with another balloon catheter. No patient effects were reported. No additional information was provided.